Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported issue. The rse identified a problem with the software and recommended to reinstall the software. The philips field service engineer (fse) went on site and reinstalled the software. After that, the system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The reported issue is related to medical device correction z-1091-2026. The correction is planned to be implemented on the system. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.